Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Customer reported two strip lots that may have produced the discrepant results. Customer does not have product information for the second suspect system and no longer has the test strips.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 575 mg/dl, 69 mg/dl, 105 mg/dl, and 65 mg/dl. Customer consumed cereal on her own after obtaining the reported results. No adverse event reported. Requested return of suspect device and replacement was sent.